Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up an increase in the lead impedance and pacing threshold was observed. Noise reversion that seemed like the influence of emi was observed. Lead test was performed and noise was not reproducible. On (B)(6) 2016, the lead was capped and replaced. No health hazard was reported before, during and after the procedure. The patient condition is fine.